Event description:
The ge clinical representative reported that the system displayed a precharge voltage error and would not boot up. There is no report of pt injury.

Manufacturer narrative:
The ge clinical representative called back to say the circuit breaker had been turned off on the high voltage cable. The circuit breaker was reset and the system was then operating as intended.